Event description:
Patient stated that her vgo device just fell off. Patient stated that she did clean around the area before applying the vgo device. Patient stated that she has very sweaty skin. Patient stated that she applied the vgo device on her abdomen.